Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead showed loss of capture and low r wave amplitudes. The lead was dislodged confirmed via x-ray. The rv lead was repositioned successfully on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and r-wave amplitude variation. A complete lead was returned in one piece. Visual and electrical testing did not find an anomalies. The reported events of failure to capture and r-wave amp variation were not confirmed.

Manufacturer narrative:
Update to b5 the right ventricular lead was explanted on (B)(6) 2021. Update to d6b for explant date.

Event description:
New information notes the right ventricular lead was explanted on (B)(6) 2021.